Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to worsening heart failure, possibly device related. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr), an enlarged left atrium, with posterior leaflet flail and mitral annular calcification. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2023, before discharge, raised right / left atrial pressures were noted and worsening heart failure was diagnosed. Treatment included IV medication and home medication dosage increase. There was no unplanned or additional hospitalization. Per physician, the event was possibly related to the device. There was no malfunction.